Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not detect multiple cartridges. Additionally, pump battery was unable to charge with multiple charging cables. Reportedly, the customer adjusted the charging cable frequently to be able to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Customer declined to perform troubleshooting and declined to provide additional information regarding the issues.